Event description:
A home patient called the technical service center to request assistance repriming the patient line. The home patient has the homechoice (hc) systemon the floor. Baxter's technical service rep (tsr) advised the home patient that the hc may not prime properly, when it is on the floor, as patient line needs to be lower than the bag and fairly straight. Hp will reconfigure setup and call back if needs any more help. No patient injury or medical intervention was associated with this report per the home patient.